Event description:
Manipulator removed from vagina. Broken sheath visible and metal part protruding. Item sequestered. Manufacturer response for manipulator pro, um-tvpro-32 (per site reporter): no response yet. Device was recalled from use by this facility and replaced by another device.